Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 3-4 days ago the patient started shaking really bad, and the shaking has gotten worse. The caller was under the impression that the therapy had turned off, but they were unable to turn the therapy back on because they were seeing a screen on the patient programmer that didn't make sense to them. The caller called manufacturer rep, and the rep told the caller that they would try to get ahold of someone to get an appointment for a replacement implantable neurostimulator (ins) because the rep was under the impression the ins battery might be over discharged. The caller was concerned about the patient's shaking and they needed to turn the therapy back on immediately. The caller initially got the 'poor communication' screen when they tried connecting to the ins. The caller repositioned the programmer but still could not connect to the ins. The caller replaced the aaa batteries in the programmer, then they saw the 'replace patient programmer batteries' warning screen. The caller noticed brown dust in the battery compartment as they were replacing the batteries of the programmer. The caller inserted brand-new aaa batteries, but they continued to get the 'poor communication' screen. The caller confirmed the recharger connected to the ins, and the ins battery was at least 25% charged. The recharger display also showed that the therapy was turned off. Due to the urgency of the situation, agent reviewed how to t emporarily activate the ins on/off buttons on the side of the recharger. The caller confirmed they were able to turn the therapy on, and the patient's shaking immediately calmed down. The caller stated that the patient's symptoms continued to improve as the call went on. Due to the programmer showing a persistent 'poor communication' screen, agent sent a request to the repair department to replace the patient programmer with kit.